Manufacturer narrative:
Unit received with blank-flashing white lcd due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unit received with corroded force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had blank display and was exposed to moisture when they was in rain. The customer¿s blood glucose level was unknown at the time of the incident. Customer was stated that battery cap was intact. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.